Event description:
It was reported that a malfunction with code malf 12 occurred. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction was observed. Customer was instructed to continue using the pump and to report any recurring malfunctions.